Manufacturer narrative:
The patient¿s age and weight were not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 5 months. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to a low flow alarm sounding from the system controller. A transthoracic echocardiogram showed a dilated left ventricle. Lab parameters were in normal range. CT angiography showed an occlusion of the outflow graft. The patient was stable with low dose catecholamines. The patient was returned to the operating room on (B)(6)2018, and a twist in the outflow graft was observed. A pump exchange was subsequently performed. No additional information was provided.

Manufacturer narrative:
Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation.

Manufacturer narrative:
The evaluation of heartmate 3 lvas confirmed an issue that could have contributed to the report of low flows. Examination of the sealed outflow graft beneath the bend relief revealed a twist of the proximal end of the outflow graft up until 2.5 inches from the outflow graft hardware. The tissue accumulation on the exterior of the graft appeared to have formed around the twist, suggesting that the graft had been twisted for an undetermined period of time while the pump was supporting the patient. The lumen of the outflow graft did not reveal any developed depositions or thrombus formations. Although a specific cause for the observed twist in the outflow graft could not be conclusively determined through this evaluation, it could have contributed to the reported low flow events, which were confirmed through the evaluation of the submitted and retrieved log files. The remainder of the blood-contacting surfaces did not reveal any depositions or thrombus formations that would have contributed to the reported event. The returned device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas instructions for use (IFU)contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. This IFU also describes the pump flow display and the hazard alarms. The low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm, and changes in the patient¿s condition can result in low flow. In addition, this document and the heartmate 3 lvas patient handbook describe the actions to take in the event of a low flow alarm. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.